Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified. The complaint regarding the instrument was not opened and closing properly and a broken cable was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of 8mm mega suturecut needle driver instrument would not open or close properly. The instrument had a cable sticking out. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy.